Event description:
Per the clinic, the patient experienced no auditory percepts with the device use. The issue could not be resolved. The device was explanted (B)(6) 2011. There are no plans to reimplant the patient with another device as of the date of this report (B)(4) 2012. The manufacturer became aware upon receipt of the explanted device on (B)(4) 2012.

Manufacturer narrative:
Correction: the brand name is nucleus 24 auditory brainstem implant system not nucleus 24 channel cochlear implant system as previously reported. (B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2012.